Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that there was a leak on the valve. No adverse event reported. No additional information available.

Manufacturer narrative:
The following sections were updated in follow-up. B4, g3, g6, h2, h6, h10, h11. Correction: b2: death and life-threatening was selected in error the device was used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The lot number was not provided by the customer (model number reported), therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per qa procedure (destino steerable guiding sheath in-process and final inspection). Using a 10x microscope, visually inspect shaft body for the following criteria - sample size 100%. Inspect for rejectable surface defects (dents, bumps, scratches, gouges). Inspect for wrinkles or kinks. Reject the unit if the shaft body is wrinkled or kinked. Verify the device is free of kinks when deflected in one direction. The device is rejectable if a kink is observed. Leak test - sample size 100%. Perform leak test according to procedurebased on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The instructions for use (IFU) informs the user: use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Indwelling sheath should be internally supported by a catheter, electrode, or dilator. Never advance, torque, or withdraw sheath when resistance is met. Determine cause by fluoroscopy and then take remedial action. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.